Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that navigation was about 2mm inaccurate during a functional endoscopic sinus surgery, when pointing at midline. Not inaccurate posterior/superior, only while pointing at the nasal septum. The medtronic representative pointed out there were registration points missing on the left side of the patient. The surgeon stated this is how they always trace. The surgeon proceeded to complete the case successfully, utilizing the navigation system. No delay or patient impact.